Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 11th november 2022 getinge became aware of an issue with one of our surgical equipment ¿ eqt. As it was stated the shelve was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 11th november 2022 getinge became aware of an issue with one of our surgical equipment ¿ eqt. As it was stated the shelve was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 15th november 2022 getinge became aware of an issue with one of our surgical equipment ¿ eqt. As it was stated the shelf was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the device did not meet its specification due to shelf which was missing and in this way, it contributed to the event. The provided information does not indicate if the device was or was not being used for patient treatment when the event took place. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of missing shelf on eqt maquet equipment devices, there is no event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the shelf missing is very low. A root cause analysis was performed by subject matter experts. Unfortunately, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. We believe the related devices are performing correctly in the market. We also believe if the manufacturer's recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 15th november 2022 getinge became aware of an issue with one of our surgical equipment ¿ eqt. As it was stated the shelf was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.